Event description:
It was reported that during an unknown procedure there were foreign matters found and titanium tip was found broken in the package before using. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024. D4 batch #: unknown . Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2024. D4 batch #: a9da7l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the clamp arm detached from the outer tube, but firmly fixed to the inner tube. The blade tip was not broken off. Upon visual inspection of the clamp arm, it was observed that the pin had become detached and had not been returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The device was disassembled to verify the condition of the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause this damaged.